Event description:
The patient was on the ventilator 800-12+5 f102@30. Patient began to cough (sats dropped to 74/34) and was removed for suctioning (lg amounts of secretions removed). When placed back on unit, within a minute the breath rate went up to 60 - ventilator alarmed high rate, high pressure and low volume. Patient removed from unit and bagged-patient heart rate dropped to 30s-code called hypotension sinus brady. Therapists ran quick test on unit and it failed qt#10-another unit brought in-patient run on elevated (100%) 02 for 5 min - patient stablized. Vent checked out okay-biomed could not test with original circuit and filter-they could find nothing wrong with the unit - it has been returned to service. Hospital does not know if patient condition caused ventilator response or if ventilator malfunction caused patient condition.